Event description:
This pt experienced mastioditis and a skin flap infection that required surgical intervention/drainage of the infection. The pt received IV antibiotics. The pt responded well to the treatment and now uses the cochlear implant successfully.